Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication that a device malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (severe valvular calcification, severe root aortic calcification, bulky calcification at the lvot / rcc) likely contributed to the pvl and subsequent vascular plug placement. Procedural factors (placement of the guidewire during the plug placement) likely contributed to the ventricular perforation and subsequent thoracotomy repair of the perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 23 mm sapien 3 valve was deployed with 2 ml less than nominal volume in the intended position. Post deployment, moderate-severe paravalvular leak (pvl), likely due to calcification, was observed at 3 o¿clock on tee. A vascular plug was placed at the pvl site. The pvl was reduced to moderate. Post plug placement, pericardial effusion increased and the patient¿s blood pressure (bp) decreased. Pericardiocentesis was performed. A pericardial drain was accidentally placed in the right ventricle (rv) and then repositioned. The pericardial effusion was transiently reduced, but relapsed. Fibrin sealant was applies in the pericardium. The bleeding appeared to be clotting on tee. Despite the remaining oozing, the patient was transferred intubated to the ICU for monitoring. Four-hundred (400) ml of blood was drained within 2 hours. A thoracotomy was performed. When the chest was opened, blood oozing from the left ventricular side wall was confirmed. Hemostasis was achieved. On postoperative day (pod) 1, the patient was extubated and in stable condition. The valve remains implanted in the patient. The native annular area measured 411 mm2 by CT. Severe valvular calcification and severe aortic root calcification was reported. Bulky calcification protruding to the lvot on the annulus at the right coronary cusp (rcc) side of the left coronary cusp (lcc) was also reported. Per medical opinion, the pvl was likely caused by the severe valve and root calcification. The left ventricle perforation and resulting cardiac tamponade were caused by the guidewire during the vascular plug placement.